Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify possible over or under delivery anomaly due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their health care professional and themselves did not trust the insulin pump, as their blood glucose levels were fluctuating a lot. The customer¿s blood glucose level was 184 mg/dl at the time of the incident. The pump did not have any alarms and no strange behavior was noted. Troubleshooting was not completed. The insulin pump will be returned for analysis.